Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of the positioning issue was not determined since product was not returned and insufficient clinical information was provided. B3 date of event was revised as it was inadvertently reported incorrectly on the initial manufacturer device report number. E4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The complainant reported the patient was on impella cp support and during support, the doctor attempted to reposition the pump without success. The pump was then explanted and replaced. There was no harm tot he patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.